Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. It was also reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 320 mg/dl.